Event description:
It was reported that the customer had normal blood glucose levels of 80 mg/dl. The customer reported a button error alarm from the insulin pump while asleep. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded up and down buttons on the keypad trace. No button error alarm during testing. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.